Event description:
It was reported that the patient presented for follow up. Upon interrogation, the left ventricular lead exhibited elevated threshold. The device was reprogrammed and the event was resolved. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).